Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a baxter secondary IV (intravenous) set would not flow, causing an upstream occlusion alarm while in use on a pump. This was identified during a patient infusion of bevacizumab. Subsequently, the customer changed out the secondary set for another model and the infusion worked immediately without an alarm from start to finish. There was no report of patient injury or medical intervention associated with this event. No additional information is available.